Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who had an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that patient came in for lumbar fusion surgery and was asked to turn off ins before arriving. Patient reported that they were not sure if device was off because it hadn't been working properly. It was also noted that on the day of the report, patient went to pee and it felt different. Patient didn't have their programmer with them and hcp didn't have a clinician programmer to verify ins was off. No further complications were reported or anticipated.